Event description:
Customer reportedly received result of 416 mg/dl on the advantage system and 199 mg/dl on professional device within 10 minutes. High blood glucose symptoms were reported with these results, and customer was treated with novolin. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.